Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complain. The instrument was found to have damage of the conductor wire insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation as the insulation was lifted off and still attached. The instrument passed the electrical continuity test. An additional observation not related to the customer reported complaint was also identified: the fenestrated bipolar forceps instrument was found to have scratch marks and abrasions on the edge of the bipolar yaw pulley. The scratch marks and abrasions were found on one side of the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fenestrated bipolar forceps has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps black insulated bipolar power cable was damaged. The customer reported that there was no improper handling of the instrument on the their part. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The issue was identified during the procedure where the instrument was operational, but coagulation was no longer possible. When the pedal was pressed, an error message was displayed by the erbe generator. There was a complete loss of cautery loss. No thermal damage or interoperative collisions were identified. A backup instrument was used.